Manufacturer narrative:
Evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the clam shell was unable to close as expected. The reported issue could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively during set-up, the shell was unable to be closed around the black handpiece because one of the clips was folded over. A new shell was opened and the device loaded and operated as expected. There was no patient involvement.